Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation showed that the screw had fractured near the head where the threaded section begins. The complaint is confirmed. Functional testing was not conducted because the tip of the screw was clearly fractured off. The tip was not returned as it was reported to have been left in the patient's bone. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to damage sustained during the insertion attempt. Potential contributing factors could be the density of the patient's bone and the insertion angle of the screw. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Initial reporter also sent report to FDA - the user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported that the screw fractured at the head during the attempted insertion. When fixing the fossa component on the left side during a bilateral total arthroplasty of the temporomandibular joint operation, the screw head broke and the surgeon was unable to remove the fractured tip from the patient's bone. The surgeon was able to fixate the fossa implant very well with three screws. No additional patient consequences were reported.